Manufacturer narrative:
Batch review performed on 06 march 2020. Lot 170300: (B)(4) items manufactured and released on 05-apr-2017. Expiration date: 2022-03-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain due to stiffness in the knee. The surgeon revised the 14mm insert with a 13mm insert almost 2 years after primary. The surgery was completed successfully.